Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 400 mg/dl at time of incident and treated with insulin pump. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer reported that they had not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined to test insulin pump. The device will not be returned for analysis.